Event description:
This pt expired; the lead perforated the heart. Per (B)(4), this pt expired on (B)(6) 2012. The following physician's office can provide no add'l info at this time. There is no indication that this lead was removed from the pt prior to burial. Should add'l info become available, this file will be updated.